Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the device was used in conjunction with the alliance inflation handle and unable to crush the stone. As a result, an internal pull wire of the device broke midway down the length of the catheter. The physician was able to remove the stone from the basket and removed the device from the patient without incident. A temporary plastic flexima stent was placed at the end of the procedure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).